Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure on the second firing of the stapler, the device did not fire, the device fired normally on the first time, then they reloaded the device, when the time the surgeon fired the stapler the device cannot be fired. They opened another device to complete the case and resolve the issue. The patient was alive with no injury.